Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order was not crossed over. A technical support specialist (tss) verified on the server that the order was not crossing over from carefusion coordination engine (cce) and escalated to the interface team for further investigation. The interface team reviewed the sample patient and confirmed that no orders were received for that patient, while other order messages were coming through correctly and were current. Confirmation was also received that the connection to 10.210.2.101 on port 6006 was open. The customer later confirmed that the issue was resolved. The tss also checked the server and found everything appeared to be normal. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis stations were placed in critical override during a downtime event. After the systems returned online and exited critical override, medication orders did not cross over to the stations. The customer reported that the issue persisted after recovery and impacted more than one facility. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.